Event description:
During the procedure, after inserting the catheter into the sheath while in the patient, the images appeared distorted and when the catheter was removed from the patient, the tip was noted to be fractured. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Due to the aforementioned damage, functional testing was not possible. The cause of the tip fracture remains unknown.